Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and indicated a screw like scratch at the top of the tube. There is no process in the manufacture and assembly, that could leave these types of marks. Cap/stopper assembly is a push on process only as hemoguard caps have no threads. Therefore the indicated failure mode for tube damage with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to tube damage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube damage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® z (no additive) plus urine tube they appear to have a a defect on the top of the tube when cap is removed. The following information was provided by the initial reporter: the tubes look like they have a "screw" area on the top of the tube when the cap is removed, directly from the packet. The lab will remove the cap to move the specimen from the urine cup to the tube. The cap is replaced and the tube goes into the kiestra system. The kiestra is able to remove the cap, but then sends and error as it cannot replace the cap again. This is happening randomly, not all tubes in the package have this issue.